Event description:
The following was reported to gore: during the implantation procedure of the gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) using a 8 fr introducer sheath ( boston scientific) over a stiff guidewire (amplatz), the delivery catheter reportedly snapped and remained inside the patient following device deployment. According to the report, the vsx device deployed without issue; however, resistance was encountered during retrieval of the delivery catheter despite no apparent anatomical constraints. The physician reportedly applied some force to to try and get the catheter back into the sheath. Upon complete removal of the delivery catheter, it was observed that the catheter had broken and was missing the proximal portion and olive. The clinician was able to successfully snare the detached catheter segment and remove it from the patient. No patient injury was reported.

Manufacturer narrative:
H6 investigation findings c19 refers to the product history review: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. Further investigation is being performed and will be included in the follow up report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.